Event description:
It was reported that the patient underwent a procedure wherein the ipg was replaced and additional lead was added due to suspected end of life and abdominal pain.

Manufacturer narrative:
Approximated based on the date of procedure.